Event description:
Blood leaking from rt side of pump segment. Blood loss <50cc. Attributed to pump segment not being secured with roller clamp properly. Discovered interior pump segment post missing, causing rubbing of tubing segment. Caused hole in tubing. Missing piece not visible unless removed from machine.